Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2008 indicated normal receiver stimulator function with multiple electrode anomalies. Upon explanation, the physician indicated the electrode extruded from the cochlea with granuloma filling the cochlea. The device was explanted (B) (6) 2010. Reimplantation in the contralateral ear is planned but had not taken place at the time of this report.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 810:11 on channel a, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).